Event description:
It was reported that the lock of the ratchet was not released during the operation.

Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.